Manufacturer narrative:
Initial reporter occupation: unknown. The investigation is on-going. A follow-up emdr will be provided with the product evaluation information.

Event description:
Prior to an endoscopic retrograde cholangiopancreatography (ercp), the physician prepared a cook acrobat¿ calibrated tip wire guide. It was noted the distal tip of the wire guide was bent. The procedure was completed with another acrobat 2 wire guide. This event was not reportable. The device was received on 22-sep-2020 and it was noted there was coating damage at the patient end of the device [subject of report]. The product was described to be prior to use, but the evaluation showed evidence of use. Clarification has been sent to the customer regarding when the event was noted.

Manufacturer narrative:
Initial reporter occupation: unknown. Investigation evaluation: the photo and our laboratory evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. A section of core wire was exposed approximately 23.3cm to 27.8cm from the distal end. A section of the coating approximately 3.0cm long is frayed and hanging from the wire guide, the coating is still attached at approximately 23.0cm from the distal end. Approximately 23.0cm to 23.3cm from the distal end, the wire guide covering has folded over itself. Another section of the coating approximately 1.0cm long is frayed and hanging from the wire guide, the coating is still attached at approximately 27.8cm from the distal end. The tip of the wire guide is also bent approximately 4.0cm to 6.0cm from the distal end confirming the report of the tip being bent. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the product was described to be prior to use, but our laboratory evaluation showed evidence of use. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Another possible contributing factor to wire guide damage is if the wire guide lumen is not flushed prior to wire guide advancement. The instructions for use also states, "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first." Prior to distribution, all cook acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to an endoscopic retrograde cholangiopancreatography (ercp), the physician prepared a cook acrobat¿ calibrated tip wire guide. It was noted the distal tip of the wire guide was bent. The procedure was completed with another acrobat 2 wire guide. This event was not reportable. The device was received on 22-sep-2020 and it was noted there was coating damage at the patient end of the device [subject of report]. The product was described to be prior to use, but the evaluation showed evidence of use. Clarification was requested, but was unable to be provided. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.